Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 783 mg/dl with diabetic ketoacidosis on (B)(6) 2026. Cause was not known. Customer was treated with intravenous fluids of saline and insulin as well as anti-coagulation medicine to address the elevated bg. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage.